Manufacturer narrative:
Results: bd received one sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for package seal integrity with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. No assignable root cause can be established.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Results: a review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the clinician went to open the package on a bd insyte¿ autoguard¿ bc shielded IV catheter the seal had already been broken.